Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst after a few inflations at 10 atmospheres. The device was removed without any problem, and the procedure was completed. There were no patient complications reported, and the patient was in good condition after the procedure.